Manufacturer narrative:
On 3-apr-2023, the product investigation was completed. It was reported that a patient underwent a atrial fibrillation (afib) carto vizigo¿ 8.5f bi-directional guiding sheath - small in which a mechanical issue with the dilator occurred. The physician noticed that the tip of the wire unraveled as it went into the vizigo sheath and the physician believes that somewhere along the sheath there was an obstruction. The sheath was replaced and the issue resolved. The procedure was continued. No patient consequences were reported. Device evaluation details: visual analysis revealed no damage or anomalies on the sheath and the dilator. The dilator was introduced through the sheath, and no obstruction or resistance was felt, the hemostatic valve was in good condition. The dilator's outer diameter was measured, and dimensions were found within specifications. Device history record was performed for the finished device 60000071 number, and no internal actions related to the reported complaint condition were identified. The issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a atrial fibrillation (afib) carto vizigo¿ 8.5f bi-directional guiding sheath - small in which a mechanical issue with the dilator occurred. The physician noticed that the tip of the wire unraveled as it went into the vizigo sheath and the physician believes that somewhere along the sheath there was an obstruction. The sheath was replaced and the issue resolved. The procedure was continued. No patient consequences were reported. There was no exposed wires/internal components, or lifted/sharp rings. There was resistance reported during insertion of the catheter. There were no occlusions when irrigating the sheath and no blockages. Obstructed sheath is not MDR-reportable. Broken tip is MDR-reportable.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).